Event description:
It was reported that the left ventricular [lv] lead was oversensing and a lead integrity alert [lia] was triggered. It was also reported that the lv lead was being used off-label as the pace/sense lead, in place of the right ventricular [rv] lead. The sensitivity was increased and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.